Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Attempts have been made to have the product returned. This report will be amended when the investigation is complete. Event device code is addressed in package insert. This is the same event as 1043534-2005-00129, 00131.

Event description:
Left total knee replacement revision required due to failure of femoral component cracking, resulting in tibial loosening. Pt sustained no injury as a result of device failure; per (B)(4) surgeon performing procedure.